Event description:
It was reported that the device had migrated and was repositioned. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.